Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the power button and ac light on keypad unresponsive; front case w/keypad replaced. Software version as found 9.33.1; as left 9.33.1. This device is being returned with the non-standard battery removed, because this battery has not been approved for use in this device. The device has been tested with an alaris products-approved battery. Please use only batteries approved by carefusion alaris products, due to battery manager requirements and the thermostat contained in the battery assembly. The use of non-standard batteries may negatively impact the performance of the devices and may void the warranty. Battery replacement should be performed only by qualified service personnel while the instrument is not in use. Please refer to the disassembly/reassembly section of the service manual for battery installation instructions. A review of the device history record showed the device had a manufacture date of 12/04/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 15417192 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to unresponsive key of the front case assy w/ keypad 8015 m2 a review of the complaint history record in trackwise and sap was performed for the sn15417192 which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1120033 for unresponsive keys.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.